Event description:
Noticed that the tip of the wire was broken (bent) before it was even taken out of the package. Another wire was used not sure if it was from the same lot, but it was fine and worked as it should.